Manufacturer narrative:
E1: first name and last name of initial reporter is unknown g2: country of origin is vietnam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient having voyager + cres cent surgery case. It was reported that during the surgical procedure involving decompression and l2-l3 disc replacement, four voyager screws were fixed into the l2-l3 vertebral bodies under c-arm fluoroscopic guidance. After placement of two disc crescent, the surgical team proceeded to insert six voyager screws, six set screw, and two rods. However, during the rod insertion maneuver, the break-off section of one voyager screw fractured. Upon inspection, the screw was deemed unusable and had to be replaced with a new one. There was no patient symptom reported. There were no further complications reported regarding the event.